Event description:
It was initially reported the pump had unspecified damage. There was no information on patient involvement. Bd received additional information. It was reported that the iui connectors "failed" (channel errors). Per report, "there is no visible damage or corrosion to the pins, ...there don't appear to be reliable visual indicators of damage." It was also reported that the facility is using "bleach wipes" but the customer (biomed) added that they "don't have any knowledge of what's being used during ad hoc cleaning on the floors." The customer also stated that they have "observed use of solutions other than 70% isopropyl alcohol on the iuis as recently as last week. But I know that education is making the rounds with our caregivers.¿ one of the device photos provided by the customer has a label "defective. Maintenance required. Problem: failed delivery. Error codes." Although requested, no further information has been provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary : the report issue of channel errors associated with iui connectors could not be confirmed from the photos provided and no more information was made available. ¿ the provided pictures did not show any obvious issues with the (inter-unit interface) iui¿s. ¿ inspection and testing of the pcu device and pump module in the provided photos could not be performed as these devices were not returned for further investigation. ¿ a review of device logs was unable to be performed as none were returned for investigation. ¿ the bd alaris system channel disconnected tip sheet states that during a channel disconnection the module has either been physically removed/detached from the system while in operation, or the bd alaris pcu has lost communication or power. The affected module(s) and the pcu must be removed from use when possible and inspected by qualified service personnel. ¿ the bd alaris user manual (v12.1), a 'channel disconnected' alarm indicates that a module has either been disconnected while in operation or has encountered a non-recoverable error. To silence the alarm and clear the message on the screen, press the 'confirm' softkey. If desired, re-attach the module, ensuring it is securely 'clicked' into place at the channel release latch. If the alarm persists, replace the module. ¿ the devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of channel errors associated with iui connectors is unknown. The requested device was not received for investigation.

Event description:
It was initially reported the pump had unspecified damage. There was no information on patient involvement. Bd received additional information. It was reported that the iui connectors "failed" (channel errors). Per report, "there is no visible damage or corrosion to the pins, ...there don't appear to be reliable visual indicators of damage." It was also reported that the facility is using "bleach wipes" but the customer (biomed) added that they "don't have any knowledge of what's being used during ad hoc cleaning on the floors." The customer also stated that they have "observed use of solutions other than 70% isopropyl alcohol on the iuis as recently as last week. But I know that education is making the rounds with our caregivers.¿ one of the device photos provided by the customer has a label "defective. Maintenance required. Problem: failed delivery. Error codes." Although requested, no further information has been provided.